Event description:
Symptoms resolved about two and a half months after injection.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported bilateral injection in the oral commissures with one syringe of juvéderm vollure¿ xc; the patient began experiencing bruising at the injection site and above the medial area and edema at medial sites. The patient later experienced a possible ¿necrosis¿ of the buccal mucosa left lower lip. Three days later the patient was treated with prednisone, and 4 days after that with hylenex, aspirin, and a wound debridement. The symptoms are ongoing, but are getting better.